Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, upon attempting insertion of a new sensor, the sensor wire detached and was hanging off the needle. Patient experienced some bleeding at the site of insertion. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).